Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection was performed. The case, front panel and oxygen indicator were damaged upon further inspection, it was noted that the case, front panel and oxygen indicator were damaged due to impact. The reported issue was confirmed. The root cause of the reported issue was found to be impact to device by the user. The technician replaced the case, front panel and oxygen indicator.

Event description:
It was reported that the device had a cracked front face and back (case/dropped). No patient injury was reported.